Event description:
Medtronic received information that 2 years, 11 months and 22 days following the implant of this transcatheter pulmonary bioprosthetic valve, the valve was explanted and replaced for an unknown reason. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.